Event description:
Procedure type: lap chole. According to the reporter: during the case, a 2-3 mm foreign material fell into cavity. The piece was retrieved. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported. No patient info available.

Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010.